Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The nellcor puritan bennett customer support engineer (cse) verified the error code in memory and replaced the analog interface pcb. The pt's condition worsened and required medical intervention to prevent a more serious outcome. The pt was removed from the ventilator and placed on a backup device. Their condition stabilized within the hour.